Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, the nurse loaded the navitor according to instructions for use (IFU). The patient had significant kinking of the artery. When inserting the delivery system, the valve capsule became bent due to kinking in the femoral access. The user did not feel any pressure on the system and was able to place and open the valve normally. However, the user was unable to re-sheath the valve into the delivery system again. Despite multiple attempts, it was not possible to retrieve or re-sheath the valve. A gap was noted and micro adjustment wheel used to close the gap but the gap remained in the patient. The slightly opened valve was removed from the patient while still in the delivery system. A new unknown size valve was implanted. The patient remained hemodynamically stable. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of bend in valve capsule due to kinking in the femoral access and difficulty in re-sheathing the valve was reported. Information from field indicated that the patient had significant kinking of the artery. The investigation at abbott found that the protective sheath of the delivery system was severely kinked, causing a gap between the protective sheath and nose cone, which precluded using it to perform functional testing. The kink seen was bigger than usual which may be due to patient anatomy. A difficult anatomy could have caused difficult retraction that caused pre-kinking which then caused collapsed valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, the damage is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.d4 - model #: fnav-ds-sm corrected to fnav-ds-lg d4 - UDI#: (B)(4).

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the nurse loaded the navitor according to instructions for use (IFU). The patient had significant kinking of the artery. When inserting the delivery system, the valve capsule became bent due to kinking in the femoral access. The user did not feel any pressure on the system and was able to place and open the valve normally. However, the user was unable to re-sheath the valve into the delivery system again. Despite multiple attempts, it was not possible to retrieve or re-sheath the valve. A gap was noted and micro adjustment wheel used to close the gap but the gap remained. The slightly opened valve was removed from the patient while still in the delivery system. A new unknown size valve was implanted. The patient remained hemodynamically stable. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.